Event description:
A customer contacted beckman coulter inc (bci) in regards to fluid leaking from the hydropneumatic compartment. No injury was reported for this event.

Manufacturer narrative:
Service replaced the tubing from the ise to the waste exit sump, which appeared to have resolved the issue.